Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue on the air/water channel, displayed a noisy image, and showed no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint no image occurred due to noisy image. Additionally, the air water channel had white residue. However, the most probable cause could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.